Manufacturer narrative:
An event regarding seating/locking issues involving an ratchet handle was reported. Conclusion: functional inspection of the device determined that when mated with a driver shaft from finished goods the device achieved adequate locking strength. Therefore, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by the nurse of the hospital that the torque of the screwdriver doesn't keep up on the handle anymore. Replacement was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the nurse of the hospital that the torque of the screwdriver doesn't keep up on the handle anymore. Replacement was available.